Manufacturer narrative:
The ise module serial number was (B)(6). Calibration and qc were acceptable. The customer did not observe any salt buildup or moisture on the instrument. The customer replaced the internal standard on (B)(6) 2024, the diluent was replaced on (B)(6) 2024 and the reference solution was replaced on (B)(6) 2024. The electrodes were replaced on (B)(6) 2024. The pinch valve tubing was replaced on (B)(6) 2023. The investigation is ongoing.

Event description:
The initial reporter questioned low results for 3 patient samples tested for ise sodium electrode (na) on a cobas 8000 ise 1800 module. Of the data provided, the results for 1 patient sample were discrepant. "Sample (B)(6)" initial na result was 130mmol/l. The initial result was reported outside of the laboratory where it was questioned by the physician. The repeat result was 136 mmol/l.

Manufacturer narrative:
The field service engineer (fse) could not identify a cause. The fse cleaned the ise compartment and reseated the electrodes. The sample probe was replaced and adjusted and the ise flow path was conditioned. An ise check passed along with precision testing. The customer ran acceptable calibration and qc. The investigation did not identify a product problem. The cause of the event could not be determined.